Manufacturer narrative:
H6: additional method code: 4110. Device evaluation: the device was not returned, but x-rays provided revealed the weld on the lower housing has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a 4-month post-operation check-up, a virage screw with a fractured tulip head at the welds was found via x-ray. The patient is currently experiencing no symptoms and a revision surgery is not planned.